Manufacturer narrative:
Product eval: no lens was returned; however, the device was returned for eval. An unapproved solution was observed dried on and throughout the device. The plunger was fully deployed. No damage was observed to the returned device. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined for the reported complaint; however, the info provided from the account and the observation of an unapproved viscoelastic indicates a failure to follow the dfu. Customer indicated an unapproved viscoelastic was used. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. Per the dfu, one should gently advance the plunger forward in one smooth, continuous motion until the front edge of the optic aligns with the "fill-to" line. It should require seven seconds. After confirming the lens position (at this point deployment should not proceed if the lens is not in an approved position) insert nozzle tip into incision. Gently advance the plunger in one smooth, continuous motion. It is recommended that the delivery of the lens from the visual inspection position taken at least five seconds. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 03/29/2011, 03/30/2011, and 04/25/2011 by phone, fax and mail. A completed questionaire was received on 03/31/2011. Add'l info was received in a f/u phone call on 04/25/2011. (B)(4).

Event description:
An operating room director reported that an intraocular lens (iol) went through the bag and is floating in the anterior vitreous. The pt was left aphakic following this procedure. An unapproved viscoelastic was reported to have been used during the surgical procedure. In a f/u phone call with the surgeon's office, it was reported that the surgeon placed a different model iol in a secondary surgical procedure. The original lens was left in the anterior vitreous. The pt has reported being able to see something floating in her eye following this procedure.